Manufacturer narrative:
The actual attachment device has been returned. Reliability engineering evaluated the device and the reported condition of a hole in the outer hose was confirmed. Evidence indicates that the component was damaged due to improper handling. If additional information should become available, a supplemental report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4)evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a laminectomy spinal cord stimulator surgery it was observed that there was a "hole in the outer hose near the hand piece" of the motor device. The alleged malfunction was observed at the conclusion of the surgical procedure. Therefore, there were no delays in the surgical procedure and a spare device was not necessary. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.